Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. After replacing the power supply pcb and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for service.

Event description:
The customer contacted stryker to report that their device became non-functional during a software update and no longer powers on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Section b5 and h6 medical device problem code have been corrected.

Event description:
During evaluation, stryker observed that the customer's device lost power during a software update and would no longer power on after. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.